Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. The distal end of the cannula was distorted. Pmv performed functional testing; the device failed an air leak test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device passed a leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flip top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric sleeve procedure, the valve popped off on all four. There was no patient injury involved. The device is expected to be returned for evaluation.